Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled;the use of thoracic stent grafts for endovascular repair of abdominal aortic aneurysms. Vp bastiaenen, mgj snoeijs, jgam blomjous, j bosma, vj leijdekkers, rc van nieuwenhuizen and ac vahl doi: 10.1177/1708538117733909. Date of death unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of 71mm abdominal aortic aneurysm.the patient had an aortic neck diameter of 38mm length measuring 30mm in length. It was reported on follow up approximately 11 months post the index procedure that the patient was readmitted to hospital with a left groin wound infection. It was also noted that there was aneurysm sac growth of 2mm. It was reported that the patient expired 11 months post index procedure from an unknown cause.